Manufacturer narrative:
Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. Examination of the involved device indicated four screw holes were worn out, resulting in screw spinning. It appears that excessive torque was used for tightening the peg/screws. As indicated in the system IFU, application of high torque should be avoided during screws tightening, as it may damage the bone and/or implant. This report is submitted following an FDA inspection at the manufacturer facility.

Event description:
A peg was inserted into the most distal hole of a piccolo composite distal volar radius (dvr) plate and spun without locking. Other distal holes did not provide a tactile "stop" sensation. Another piccolo composite dvr plate was used and implanted uneventfully.